Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was blocked, seized, and rough running. It was further observed that the device does not work, the handpiece has locked the inner turbine, there is general wear of internal and external components, and loss of functionality. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, function of the reverse locking mechanism , air hose coupling function, air leak, function of soft mode switch (safety), function of the triggers for forward / reverse mode, untrue running, excessive noise, and starting behavior. It was noted in the service order "handpiece with internal locking and general wear of internal and external components". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.